Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient would at first charge the implant every 2-3 days but now it was once a day at least. It was noted the issue first started a week or maybe two weeks ago and confirmed it was early october. The patient was not having trouble charging the implant, it was a charge frequency issue. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.